Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned for analysis, and it was determined that no anomalies were found.

Event description:
It was reported during the procedure that the whisper wire got stuck in the lead and the lead would not advance. A new wire was attempted but unsuccessful. The lead was removed and replaced. There were no patient complications reported as a result of this issue.